Event description:
It was reported the device failed sensitivity test 5.0 and 10 mv (millivolt). Readings were below specification. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken, the display lens was broken, the battery release was contaminated, the ring cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was damaged, the keyboard pad was damaged, the display had pixel segments missing, the battery drawer o-ring was missing, and the battery flex was contaminated. (B)(4).